Event description:
It was reported by service report that the zoom drive will disengage while in use. No patient involvement or adverse consequences were reported.

Event description:
It was reported by service report that the zoom drive will disengage while in use. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
It was found that the alleged issue of the zoom would not keeping traction on the ground could not be duplicated and the stretcher had normal operation. The technician stated that after evaluation of the unit it was determined that one particular ramp was at an incline which caused zoom wheels to briefly lose contact with the floor. The customer was instructed regarding the root cause of the issue and proper ways to operate the unit.